Manufacturer narrative:
Method - the device history and sterilization records were also reviewed. Results - the device history and sterilization records were reviewed and were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
On (B)(6)2010, the patient was implanted with an scs system. The patient reported that for approximately the last month, the ipg has been at an angle on her hip causing discomfort during charging. Because the ipg is at an angle, it is very difficult and uncomfortable to recharge the ipg. It was reported on 09/07/2010 that the patient underwent a revision to reposition the ipg on (B)(6)2010. No devices were explanted during the revision, and the system is reported to be working well.